Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No motor error alarm noted. Unable to prime during prime test due to faulty force sensor (gold). Motor was tested outside the device and passed. No power supply in use alarm noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power supply in use during filling. Customer's blood glucose was unknown mg/dl. The customer stated there is motor error during fillings. The customer stated that all insulin get out during filling. The customer has an older pump and has connected to it. The customer was contact to arrange the replacement.